Event description:
It was reported that customer experienced occlusion alarms, which led to blood glucose rising to 534 mg/dl. Customer gave correction dose through pump, then changed infusion set and cartridge, resumed insulin.